Event description:
On (B) (6) 2010, the lay user/reporter, the patient's wife, contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately high readings. The sr medical surveillance specialist contacted the reporter to obtain and verify information; however, was unable to reach her by telephone. On (B) (6) 2010, the smss mailed a new letter requesting the patient contact medical surveillance. On (B) (6) 2010 at 4:30 pm, the patient obtained the blood glucose reading of 257 mg/dl on the reported meter. One week afterwards, the patient experienced the symptoms of sweating, fatigue and he was unresponsive. Emergency medical services were contacted, and when paramedics arrived, they tested the patient's blood glucose level to be 29 mg/dl. The patient was treated intravenously with glucose. The patient manages his diabetes with insulin using a pump. It would have been helpful to clarify the date/time of the onset of symptoms after the elevated meter reading and to determine if the patient's blood glucose level was tested with the reported meter while symptomatic. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated meter reading using the reported meter, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.